Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The patient reported that the catheter was inserted 2 months prior, a catheter hub leak was observed by the dialysis technician during the dialysis session. The catheter was removed and disposed of.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all device history records are reviewed for accuracy prior to product release. The available information was analyzed and it did not allow us to confirm a root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.